Manufacturer narrative:
(B)(4). Additional concomitant medical products: 163670, 32mm mod head cocr +3mm neck, 620000. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00213.

Event description:
It was reported that the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.